Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing.

Event description:
A customer reported they had obtained imprecise sequential readings on their freestyle flash meter. The customer reported they obtained readings of 1.3 mmol/l and 6.9 mmol/l within a 10 minute timescale. When plotted on a parkes error grid, the results fell in the 'b' and 'c' zones, which are considered clinically significant. There was no report of death, serious injury or mistreatment.